Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion line leaked during the vitrectomy procedure. The product was replaced and procedure complete with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A wet cassette with drain bag attached, infusion manifold, infusion cannula and the trocar were returned and visually inspected. The drain bag was noted to be cut underneath the inlet check valve. The liquid infusion line contained a razor sharp cut at approximately twenty-nine inches away from the green connector. The cut is consistent with damage caused by a sharp edge instrument. The customer's reported event was confirmed. After a thorough analysis, based on the available information, the exact root cause could not be determined as to when and where the tubing was cut. Potential root causes could be from a customer error, or an assembly error during the supplier's manufacturing process, however, this cannot be confirmed. (B)(4).